Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular (rv) lead impedance has been rising from around 850 ohms in oct 2014 to around 2500 ohms in (B)(6) 2016. The right ventricular (rv) lead impedance alert has been triggered in (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.